Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 3mh00pk00t8 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known new unused reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known new unused reader communicated successfully to re-establish bluetooth connection, and a signal loss message was not observed . Therefore, the issue is not confirmed. Attempted to replicate the customer's complaint using similar configurations iphone 11 pro (ios 16.6; 2.10.2.7677) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 8 and operating system version 16.61 , app version 2.10.2.7677. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia while asleep and was unable to self-treat, requiring treatment of orange juice by their spouse. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with an iphone 8 and operating system version 16.61. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia while asleep and was unable to self-treat, requiring treatment of orange juice by their spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.